Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. (B)(4) facility as part of a (B)(4) pc. Lot in march of 2016. Further evaluation shows that the jaws are slightly loose and misaligned and the jaw pivot pin has been slightly popped thru one side of the tube assembly and the drive rod is slightly bent and 1 finger of the tube assembly is slightly bent outward thus we are able to validate this complaint. Also noted during the evaluation is that the knob rotation mechanism is dry and sluggish feeling. Parts were 100% visually inspected and tested at the tecomet, inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the jaws to be loose and misaligned and the jaw pivot pin to be partially pulled slightly thru the tube assembly but mishandling at end users facility is suspected.

Event description:
It was reported that during charging of the second clip, the axle deployed from the handle and the jaws became misaligned. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during charging of the second clip, the axle deployed from the handle and the jaws became misaligned. There was no patient injury.